Event description:
It has been reported to philips that the system stopped working and displayed an error of ¿x-ray not available¿. The system was in clinical use. The procedure was completed by moving the patient to another room. There was no reported patient or user harm. A philips field service engineer (fse) replaced the x-ray pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform x-ray. A review of system log file didn¿t confirm the reported malfunction. Upon functional testing, fse found xray pc was not booting on since the operation system hard drive had no power to it. The part analysis of defective x-ray pc was performed, and it conclude hdd failure. To resolve the issue fse replaced the x-ray pc, installed software and restored the backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.